Manufacturer narrative:
(B)(4). Batch # m54u93. Additional information was requested and the following was obtained: on which firing did this occur: 2nd. On this firing, did the device staple: yes, up to the point of the handle snapping off; if yes, was the staple line complete: no. On this firing, did the device cut: yes, up to the point of the handle snapping off; if yes, was the cut line complete: no. Did the blade ever return to the housing after the device stopped: no, the area where the handle mounts to was manually pulled back to the pre-firing position, but the blade remained at the point where the device failed. Was the device able to be opened: yes, through manually pulling back the handle mounting point back to pre-firing position. Will all pieces be returned with the device: yes. Was there any blood exposure to the surgeon resulting from the broken device: no. What, if any, interventions were required to treat the surgeon: gloves removed and hand assessed prior to new gloves being issued and the case continuing, no required treatment. What is the current status of the surgeon: surgeon is fine, although there was a level of sensitivity to her fingertip for a few days. Can you describe the surgeon¿s hand placement when this issue occurred: the firing handle is deployed by the surgeon using the heel of her right hand. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 45 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted right hemicolectomy procedure, in the process of resection across existing anastomosis line, the device appeared to catch and the handle snapped off. Handle was retrieved from patient. Surgery was completed with same like device. Two minutes delay. No adverse event to patient. However, surgeons left index finger was injured when it broke. She received a blood blister.